Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received additional information. This s-ICD and associated electrode were explanted and replaced with a transvenous ICD system due to the oversensing and inappropriate shock. It was noted that myopotential noise was observed in all sensing vectors so no reprogramming could be done to resolve the issue. The explanted products were returned to the local warehouse and were expected to be returned to the post market quality assurance laboratory for analysis. This report will be updated after the product is received and analysis is complete.

Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. The data was sent to boston scientific technical services (ts) for evaluation. The ts consultant discussed that the pattern of the event appeared to be sudden onset of a left sided ventricular tachycardia (vt)/ventricular fibrillation (vf) while the right side had some underlying beats at normal sinus rhythm. In addition, it also appeared that there was myopotential noise being oversensed. No programming changes were made by the clinical site. No adverse patient effects were reported. Clinical study: untouched.